Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 00127; 0001822565 - 2019 - 00129; 0001822565 - 2019 - 00130.

Event description:
It was reported patient has been indicated for revision due to unknown reason; however, no revision has been reported to date.

Manufacturer narrative:
Reported event was confirmed by review of x-rays which showed a comminuted fracture involving the proximal femoral diaphysis. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient is being considered for revision on an unknown date due to comminuted fracture involving the proximal femoral diaphysis. No revision has been scheduled to date.